Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor displayed a smaller blurry endoscopic image. The issue was identified during a therapeutic bronchoscopy and bronchoalveolar lavage fluoroscopy procedure. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection however, the reported failure was confirmed through technical customer support. The customer contacted olympus technical assistance support (tac) via phone. Serial digital interface out 1 connects to the serial digital interface in 4 on a serial digital interface splitter which then runs out into the monitor, serial digital interface splitter was bypassed connecting the video system center serial digital interface out 1 to the monitor using a serial digital interface cable and confirmed that cable is connected to video system center picture in picture/picture out picture input. The customer informed tac of the event. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.